Manufacturer narrative:
The pump passed the displacement test. However, the pump gave a failed radio frequency alarm during the self test due to a faulty component on the remote frequency board. The pump also had a cracked reservoir tube lip, minor scratches on the display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported that the insulin pump alarmed failed selftest and there is no communication. Blood glucose value was 77 mg/dl. The insulin pump would be replaced and returned for analysis.